Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's software upgrade had caused the issue to occur on the device. The software was upgraded again to address the issue. Additional findings not related to the malfunction/issue was damage to the internal battery door. The internal battery door was replaced to address this issue. The following parts were proactively replaced on the device: air inlet foam filter and particle filter. Afterwards, a final and run-in tests were performed, along with battery and valve checks. The device was operating properly, and it was cleaned.